Manufacturer narrative:
Age at time of event: patient was over 18 years old.

Event description:
It was reported that the stent inadvertently deployed and the delivery system became froze on the wire and fractured. The target lesion was located in the right superficial femoral artery. Popliteal access was used with a 6fr super sheath. Two stents and balloons were used over the amplatz guidewire. An 8x80x130 innova self expanding stent was selected for use. During preparation for the procedure, the stent and delivery systems were appropriately flushed prior to loading and lock was in place. Upon insertion over the guidewire and during forward advancement outside the patient body, it was noted that the stent had partially deployed approximately 2cm. The physician attempted to remove the catheter but it had become stuck to the guidewire and could not be removed without using significant force which led to the inner shaft fracturing. The fragments were removed from the guidewire with extreme force. The procedure was completed successfully using another innova stent and different guidewire. No patient harm or complications were reported.